Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error upon power up of the device. There was no report of patient involvement; there was no patient harm.